Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, the touch screen was unresponsive and the pump volume enunciated a fainter tone in the evening compared to morning volume. There was no reported impact to the customer¿s blood glucose. No additional information was provided and the customer declined troubleshooting.